Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. The device was not returned, so no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that it seemed that it was difficult to register a probe during use in the otorhinology department and an inspection was performed by the medical engineer (me). However, reproducibility was observed clearly using a different navigation device. When verification was performed with the same probe (use of the same non-invasive patient tracker (nipt) and instrument tracker) on the other navigation system, the probe could be registered without any issue. It was considered that there was anomaly of the mobile emitter which was attached to the this navigation device. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there was a strange part during the verification with the site, but once it was retrieved and verified, no reproducability was observed. They decided to observe the situation for a while, so the product is in use.